Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records, the patient was revised to address periprosthetic fracture and subsidence of the femoral stem. A pop was heard when patient bent over doing some laundry. Pain, walking difficulty, limited rom, limited mobility, weakness and impaired balance were also reported. Doi: (B)(6) 2008; dor: (B)(6) 2008; left hip.